Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported an unknown side rupture. Device remains implanted.